Event description:
Customer's mother reported that the air bubbles were found in the reservoir. Blood glucose value was 300 mg/dl. The insulin was stored at room temperature. The customer did not use any prefilled reservoirs and did not rewind the insulin pump with a reservoir in place. No insulin leaks were detected. It was advised to review the relevant instructions for use regarding the infusion set and insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.